Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable being pulled from the strain relief, pulling the j702 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse events occurred from the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving check belt messages and had a damaged electrode belt cable.